Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specifications. Add'l device: (B)(4).

Event description:
On (B)(6), 2006, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. On (B)(6), 2006, the pt underwent another procedure to coil embolize multiple collateral vessels; the pt tolerated the procedure.